Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to be leaking. The most likely root cause for the leak can attributed to insufficient adhesive application during the manufacturing process, which is performed by an automated machine. A search of the complaint database was performed and fourteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when air was injected with the included syringe, the balloon of the radial band leaked and was unusable. Another one from the same lot was used to complete the procedure. No patient injury.